Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31459798l, and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received in the future, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced ventricular fibrillation that occurred due to myocardial infarction (mi) caused by a thrombus. The st waveform gradually increased immediately after the direct current (dc). After half a turn of the right pulmonary vein (rpv), it was considered that there was an abnormality in the st wave height, and coronary angiogram (cag) was prepared. When the preparations were complete and the ablation was performed while monitoring the patient, ventricular fibrillation occurred. The pulmonary vein isolation (pvi) was interrupted and treatment for ventricular fibrillation (vf) was performed. A "treatment" for ventricular fibrillation was completed at around 14:00, and the patient¿s heart rhythm recovered to sinus rhythm (sr) at around 18:00. There was no effect on the patient's brain, no neurological symptoms were reported. The patient fully recovered; however, required extended hospitalization for observation. Ventricular fibrillation occurred due to myocardial infarction (mi) of the conus branch caused by a blood clot. The physician stated that there was no causal relationship with the product because it was thought that the clot, which could not be confirmed by the echocardiography the previous day, had moved due to dc defibrillation. There was no effect on the patient's brain. Char/coagulum/thrombus/clot was not found on the catheters. The patient was anticoagulated. The patient's activated clotting time (act) was about 270. The correct settings were selected on the generator and pump. Heparinized normal saline was used.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).